Event description:
The pt called lfs alleging that their induo meter had missing segments. The pt reported that the missing segments were from the glucose reading area. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.